Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system mode diagnostic results revealed high impedance (dc-dc code 7). On (B)(6) 2015, the device was tested again and high impedance persisted. The device was not disabled. No patient adverse events were reported. No known surgical interventions have occurred to date.